Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they are having pain at the implant site. Patient said it is a burning pain. Patient has not had any falls or trauma but has maybe had some change in activity. Patient lost 50 lbs. Patient also said it starts hurting in the lower back and shoots pain down the leg. Patient turned stim off for a couple days and the pain did not improve. The patient was redirected to their healthcare provider to further address the issue.